Manufacturer narrative:
Customer reported that a pyxis medstation es system fingerprint scanner malfunctioned. Customer reported that they were unable to access the device. Patient was transferred to a nearby room, this caused a 20 to 30-minute delay to patient care. Patient or user harm was not reported. This event is recorded on complaint number 01796766. A field service technician evaluated the device. The cause of this malfunction was determined to be the device's fingerprint scanner. Fingerprint scanner was replaced by a field service technician, reported issue has been resolved.

Event description:
Customer reported that a pyxis medstation es system fingerprint scanner malfunctioned. Customer reported that they were unable to access the device. Patient was transferred to a nearby room, this caused a 20 to 30-minute delay to patient care. Patient or user harm was not reported.